Event description:
The customer contacted abbott reporting they were unable to calibrate the axsym rubella igg assay after two attempts. The customer stated weekly maintenance was performed, replaced both probes and flushed the analyzer. The customer attempted a recalibration which failed. The customer stated there is no calibration issue with other axsym assays. The abbott customer technical advocate (cta) reviewed troubleshooting procedures and calibration data, and sent the customer a new lot of reagent. As part of the troubleshooting, the cta requested the customer spin rubella calibrator a and attempt recalibration, which was unsuccessful. The customer was sent a new lot of calibrators for troubleshooting and the calibrator a values were elevated. The customer used a different lot of calibrator and was able to achieve successful calibration. The cta requested the customer return the suspect calibrators for investigation. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.